Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the outer sheath was fully retracted and the stent had been deployed and was not returned. It was noted that the stent holder had folded distally and then proximally back on itself. During analysis the stent holder was folded back along the inner lumen but when an attempt was made to move the outer sheath distally towards the tip a restriction was met when the distal end of the outer sheath met the proximal end of the stent holder. This restriction was due to the profile of the stent holder where it had been folded over itself and then folded back. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the right iliac vein. After a 8f non-bsc sheath was placed, a 14x60/9fr, 75cm uni plus wallstent® endoprosthesis was deployed to treat the lesion. During removal of the stent delivery system (sds), it was noted that the sds was "hung up" and the tip of the catheter was within the stent. The physician then moved the sheath forward and was able to retract the sds into the sheath. Subsequently, the device was removed from the patient and the procedure was completed without issues of the stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the right iliac vein. After a 8f non-bsc sheath was placed, a 14x60/9fr, 75cm uni plus wallstent® endoprosthesis was deployed to treat the lesion. During removal of the stent delivery system (sds), it was noted that the sds was "hung up" and the tip of the catheter was within the stent. The physician then moved the sheath forward and was able to retract the sds into the sheath. Subsequently, the device was removed from the patient and the procedure was completed without issues of the stent. No patient complications were reported and the patient's status was fine.